Event description:
It was reported to boston scientific that the microknife rx sphincterotome was being used off label during an endoscopic surgical dissection (esd) procedure to cut away a malignancy in the patient (location in the anatomy is unknown). In the case, three of the seven needle knives used during the procedure melted at the tip of the knife. The customer stated that the needle knife became too hot when they connected it to the electrosurgical circuit, which used an erbe generator. The device was inside the patient at the time of the event, but did not cause any burns to the patient.

Manufacturer narrative:
A device history record review (DHR) was performed and revealed no related issues to this complaint. The suspect device has been disposed, a device evaluation was not performed. Based on the evaluation of other devices, the needle knife wire in returned devices with the same complaint, have shown evidence of overheating from the ball weld at the burnt/melted end. In most cases, the higher setting of the generator and/or contact of the energized wire with some part of the scope could lead to overheating during use and cause the distal end of the needle to melt/detach. The most probable root cause of needle melting has been determined to the user error. In addition, in this case it was reported, this device was "used off label". The directions for use (dfu) caution users to "verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope" and "when applying electrocautery current, ensure that the rx needle knife xl is in constant motion to avoid excessive focal coagulation and charring and to prevent breakage of the rx needle knife xl cut wire. Customer complaint could not be confirmed since the device was not returned, but the root cause is being classified as user error as the device was used "off label".